Event description:
It was reported the right ventricular (rv) lead dislodged several hours post implant and pauses up to ten seconds were noted. X-ray showed the rv lead dislodged and moved into the outflow tract and was oversensing atrial activity and inhibiting the device pacing. The pacing mode was reprogrammed to ddo until the next morning when the rv lead was successfully repositioned. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.